Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: translation: only every second clip can be released. Additional information received from applied medical representative via email on (B)(6) 2025: only one device was involved in this event. Device discarded. Intervention: unknown. Patient status: there is no damage to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Corrections: h6. Component code. G2. Report source.

Event description:
Procedure performed: unknown. Event description: translation: only every second clip can be released. Additional information received from applied medical representative via email on 07apr25: only one device was involved in this event. Device discarded. Additional information received from applied medical representative via email on 25apr25: the customer cannot give me an exact date because the clerk has taken over the complaint from a colleague who is currently on vacation. Only this one device involved. Additional information received from applied medical representative via email on 30apr25: the trigger could be actuated as normal. Intervention: unknown. Patient status: there is no damage to the patient.